Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the patient had a rash under the wafer, around the stoma extending approximately one-half inch circumferentially for more than a year. Patient cleanses with soap and water, applies stomahesive powder, and uses no sting barrier spray. No further information was provided and the patient outcome was not reported.